Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported regarding issues during prime/rewind. The caller stated that the insulin pump alarmed motor error during basal delivery. The blood glucose reading was 106mg/dl. Troubleshooting was performed. The drive support cap appears normal. Ran the self test and passed. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and the test failed. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.